Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had infusion issues with different medications (flagyl, linezolid and cefazolin) while only some of the dose were infusing. It was reported that the error with the half bag infusion had happened in different units. The event happened during use when only half of the medication was infused on al three examples at the emergency department (ed), one in explorer and one in pediatric intensive care unit (picu) floor. There was no known patient injury or medical intervention associated with this event. No additional information is available.